Event description:
It was reported that pt experienced a shocking or jolting sensation and pinching in mid-back from a fall six months ago. When pt turned stimulation off after the fall, the shocking sensation ceased. Pt's impedances were within normal range and were run at 4.0v, 450pw. Pt was programmed with all electrodes active. Pt's status was unavailable at the time of report. Add'l info has been requested and will be reported as f/u as it becomes available.

Manufacturer narrative:
(B)(4).